Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating event date.

Manufacturer narrative:
One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The reported problem was verified. During investigation, the device displayed error 77 with continuous alarm. This issue is caused by an issue with the pwa board. The pwa board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump displayed an alarm system issue. There was no reported injury to the patient.